Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with a defective user interface mechanism printed circuit (uim pcb). According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 08 2007. Evaluation summary:during product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. Failure code 703 in the event history confirms the defective uim pcb. This failure code is manifested as a result of the uim pcb being defective. The uim pcb was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA. The facility reported the infusion pump with a failure code 703.